Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation, fallopian tube / injured by the essure device"), device dislocation ("coil has migrated"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("looked like she was 5 months pregnant again") in a 35-year-old female patient (gravida 3, para 3) who had essure (batch no. Cs0002f, b04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of birth: (B)(6) 2006, (B)(6) 2009, (B)(6) 2013.), breast reduction (after 3 children, my breast dropped) on (B)(6) 2014 and abdominoplasty (flaccid skin) on (B)(6) 2014. Previously administered products included for an unreported indication: seasonique from 2011 to 2012, loestrin 24fe from 2009 to 2011 and beyaz from 2006 to 2008. In 2013, the patient experienced pain in extremity ("left leg pain"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and back pain and complication of device insertion ("during the implantation of essure device on (B)(6) 2013, her left tube did not accept the coil and device was not implanted."). On (B)(6) 2013, the patient experienced dyspareunia ("painful sex/painful intercourse/pain during intercourse."). On (B)(6) 2013, the patient experienced abdominal distension ("abdomen always was distended") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2014, the patient experienced rash ("rash"), inflammation ("abdomen inflammation/ inflammation"), dizziness ("dizziness"), insomnia ("insomnia") and pruritus ("itchy skin"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure."), abdominal pain upper ("extreme stomach pain"), burning sensation ("burning"), feeling abnormal ("brain fog"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"), hypoaesthesia ("numb legs / numb legs, left legs was numb"), mood swings ("extreme mood fluctuations"), arthralgia ("sharp pains in her left side hip"), increased tendency to bruise ("sudden bruising all over my body / bruiser sudden bruiser all over my body"), alopecia ("extreme hair loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), hydrocortisone, surgery (total laparoscopic hysterectomy and lysis of adhesions), surgery (total laparoscopic hysterectomy and lysis of adhesions) and surgery (total laparoscopic hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. In 2014, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, treatment noncompliance, abdominal distension, allergy to metals, mental disorder, complication of device insertion and pain in extremity outcome was unknown and the genital haemorrhage, rash, inflammation, abdominal pain upper, burning sensation, feeling abnormal, hypoaesthesia, mood swings, dizziness, arthralgia, increased tendency to bruise, migraine, alopecia, insomnia, pruritus and fatigue had resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, burning sensation, complication of device insertion, device dislocation, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, increased tendency to bruise, inflammation, insomnia, mental disorder, migraine, mood swings, pain in extremity, pregnancy with contraceptive device, pruritus and rash to be related to essure. Diagnostic results: on (B)(6) 2014: hysterosalpingogram- occluded right fallopian tube, patent left fallopian tube. Left tubal occlusion device not within the left fallopian tube. On (B)(6) 2014: surgical pathology report - uterus, cervix and bilateral fallopian tubes: polypoid proliferative endometrium. Mild chronic cervicitis and endocervicitis with foci of hemosiderin laden istiocytes. Bilateral fallopian tubes with gross evidence of intratubal wire and spring-like device, possibly a contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Lot number: b04950 manufacture date: feb-2013 expiration date: 29-feb-2016. Lot number:cs0002f manufacture date: 27-may-2013 expiration date: 31-may-2016. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation, fallopian tube / injured by the essure device"), device dislocation ("coil has migrated"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("looked like she was 5 months pregnant again") in a 35-year-old female patient (gravida 3, para 3) who had essure (batch no. Cs0002f, b04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "during the implantation of essure device on b)(6) 2013, her left tube did not accept the coil and device was not implanted." On (B)(6) 2013 and device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of birth: (B)(6) 2006, (B)(6) 2009, (B)(6) 2013.), breast reduction (after 3 children, my breast dropped) on (B)(6) 2014 and abdominoplasty (flaccid skin) on (B)(6) 2014. Previously administered products included for an unreported indication: seasonique from 2011 to 2012, loestrin 24fe from 2009 to 2011 and beyaz from 2006 to 2008. In 2013, the patient experienced pain in extremity ("left leg pain"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and back pain. On (B)(6) 2013, the patient experienced dyspareunia ("painful sex/painful intercourse/pain during intercourse."). On (B)(6) 2013, the patient experienced abdominal distension ("abdomen always was distend") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2014, the patient experienced rash ("rash"), inflammation ("abdomen inflammation/ inflammation"), dizziness ("dizziness"), insomnia ("insomnia") and pruritus ("itchy skin"). On (B)(6) 2014, the patient experienced migraine ("migraines"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure."), abdominal pain upper ("extreme stomach pain"), burning sensation ("burning"), feeling abnormal ("brain fog"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"), hypoaesthesia ("numb legs / numb legs, left legs was numb"), mood swings ("extreme mood fluctuations"), arthralgia ("sharp pains in her left side hip"), increased tendency to bruise ("sudden bruising all over my body / bruiser sudden bruiser all over my body"), alopecia ("extreme hair loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), hydrocortisone, surgery (total laparoscopic hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. In 2014, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, treatment noncompliance, abdominal distension, allergy to metals, mental disorder and pain in extremity outcome was unknown and the genital haemorrhage, rash, inflammation, abdominal pain upper, burning sensation, feeling abnormal, hypoaesthesia, mood swings, dizziness, arthralgia, increased tendency to bruise, migraine, alopecia, insomnia, pruritus and fatigue had resolved. The pregnancy outcome was not reported. The reporter provided no causality assessment for treatment noncompliance with essure. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, burning sensation, device dislocation, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, genital haemorrhage, hypoaesthesia, increased tendency to bruise, inflammation, insomnia, mental disorder, migraine, mood swings, pain in extremity, pregnancy with contraceptive device, pruritus and rash to be related to essure. Diagnostic results: on (B)(6) 2014: hysterosalpingogram- occluded right fallopian tube, patent left fallopian tube. Left tubal occlusion device not within the left fallopian tube. On (B)(6) 2014: surgical pathology report - uterus, cervix and bilateral fallopian tubes: polypoid proliferative endometrium. Mild chronic cervicitis and endocervicitis with foci of hemosiderin laden istiocytes. Bilateral fallopian tubes with gross evidence of intratubal wire and spring-like device, possibly a contraceptive device. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, dysmenorrhea, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and medical record received. Events added: left leg pain and device difficult to use. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforation, fallopian tube / injured by the essure device"), device dislocation ("coil has migrated"), genital haemorrhage ("bleeding") and pregnancy with contraceptive device ("looked like she was 5 months pregnant again") in a (B)(6) female patient (gravida 3, para 3) who had essure (batch no. Cs0002f, b04950) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's past medical history included multigravida, parity 3 (date of birth: (B)(6) 2006, (B)(6) 2009, (B)(6) 2013.), breast reduction (after 3 children, my breast dropped) on (B)(6) 2014 and abdominoplasty (flaccid skin) on (B)(6) 2014. Previously administered products included for an unreported indication: seasonique from 2011 to 2012, loestrin 24fe from 2009 to 2011 and beyaz from 2006 to 2008. In 2013, 121 days before insertion of essure, the patient experienced dyspareunia ("painful sex"). On (B)(6) 2013, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with abdominal pain, pelvic pain and back pain. On (B)(6) 2013, the patient experienced abdominal distension ("abdomen always was distended") and allergy to metals ("hypersensitivity reaction to nickel or any other component of essure"). On (B)(6) 2014, the patient experienced dizziness ("dizziness"), insomnia ("insomnia") and pruritus ("itchy skin"). On (B)(6) 2014, the patient experienced migraine ("migraines"). In 2014, the patient experienced rash ("rash"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criteria medically significant and intervention required), pregnancy with contraceptive device (seriousness criterion medically significant), treatment noncompliance ("she did not use birth control or contraception at any time following her essure placement procedure."), gastrointestinal disorder ("abdomen inflammation/ inflammation"), abdominal pain upper ("extreme stomach pain"), burning sensation ("burning"), feeling abnormal ("brain fog"), mental disorder ("essure caused or aggravated psychiatric and/or psychological condition"), hypoaesthesia ("numb legs / numb legs, left legs was numb"), mood swings ("extreme mood fluctuations"), arthralgia ("sharp pains in her left side hip"), contusion ("sudden bruising all over my body / bruiser sudden bruiser all over my body"), alopecia ("extreme hair loss") and fatigue ("fatigue"). Last menstrual period and estimated date of delivery were not provided. The patient had essure in place during the first trimester of pregnancy. The patient was treated with paracetamol (tylenol), hydrocortisone, surgery (total laparoscopic hysterectomy and lysis of adhesions), surgery (total laparoscopic hysterectomy and lysis of adhesions) and surgery (total laparoscopic hysterectomy and lysis of adhesions). Essure was removed on (B)(6) 2014. In 2014, the dyspareunia had resolved. At the time of the report, the fallopian tube perforation, device dislocation, pregnancy with contraceptive device, treatment noncompliance, abdominal distension, allergy to metals and mental disorder outcome was unknown and the genital haemorrhage, rash, gastrointestinal disorder, abdominal pain upper, burning sensation, feeling abnormal, hypoaesthesia, mood swings, dizziness, arthralgia, contusion, migraine, alopecia, insomnia, pruritus and fatigue had resolved. The pregnancy outcome was not reported. The reporter considered abdominal distension, abdominal pain upper, allergy to metals, alopecia, arthralgia, burning sensation, contusion, device dislocation, dizziness, dyspareunia, fallopian tube perforation, fatigue, feeling abnormal, gastrointestinal disorder, genital haemorrhage, hypoaesthesia, insomnia, mental disorder, migraine, mood swings, pregnancy with contraceptive device, pruritus and rash to be related to essure. The reporter provided no causality assessment for treatment noncompliance with essure. Diagnostic results: on (B)(6) 2013: hysterosalpingogram- occluded right fallopian tube, patent left fallopian tube. Left tubal occlusion device not within the left fallopian tube. On (B)(6) 2014: surgical pathology report - uterus, cervix and bilateral fallopian tubes: polypoid proliferative endometrium. Mild chronic cervicitis and endocervicitis with foci of hemosiderin laden istiocytes. Bilateral fallopian tubes with gross evidence of intratubal wire and spring-like device, possibly a contraceptive device. Most recent follow-up information incorporated above includes: on (B)(6) 2017: essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only.case is now considered incident. The event severe and permanent injuries was deleted and the following serious events were added: fallopian tube perforation/injured by the essure device, coil migrated, bleeding, looked like she was 5 months pregnant again. Other non-serious events were also added. Historical drug/condition added. Concomitant condition/drug added. Patient, reporter and product information updated. Lot number added. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.